Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed lemo connector jp4 of power flex circuit pin 1, 2, 3, 4, and 5 were burned. The service technician replaced the power flex circuit and issue was resolved. The unit passed all testing.

Event description:
The customer reported model palmtop ventilator revel has a damaged power input port. The ac adapter plug was inserted incorrectly. No further information was provided by the customer regarding patient involvement

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.